Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 200-500's mg/dl. A manual injection was administered to address the elevated bg level. Reportedly, the customer's occlusion alarm issue was resolving after being retrained.